Event description:
Pt undergoing surgery for replacement of hip. One minute, 45 seconds after application of bone cemet, pt went into full cardiac arrest, no pulse, no blood pressure. Anesthesiologist took emergency action, restored vital signs after approx 45 seconds. Surgery was completed, pt went to recovery. Pt was eventually discharged to nursing home, has suffered some degree of mental impairment.